Event description:
It was reported that a patient underwent a revision procedure approximately 1 month post implantation due to instability. The head, bearing, and tray were revised.additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). D10: arcom xl 44-36 std hmrl brng: cat#xl-115363, lot#ni. Comp rvs tray co 44mm: cat#115370, lot#ni. G3: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -02649.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.